Event description:
Transducers are providing false pressure readings, drifting up and down over time. Pts have been incorrectly medicated due to the incorrect pressure readings.

Event description:
FDA request: 1. Please provide the total number of devices mfg and distributed for the last three years by year for the device indicated in the medical device report. 2. Please state the number of any reports describing drifting of the pressure measurement. Argon response: for the calendar year, 6/1/2002 to 5/31/2003 argon mfg and distributed 862,921 pressure transducers. Co received 15 reports of pressure drift during this period. None were MDR reportable. For the calendar year 6/1/2004 to 5/31/2004 co mfg 681,152 pressure transducers. Co received 26 reports of pressure drift during this period. None were MDR reportable. For the calendar year 6/1/2004 to 5/31/2005 co mfg 628,541 pressure transducers. Co received 42 reports during this report with one being MDR reportable. The argon medical MDR report # for this is 1625425-2005-0002.